Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call high blood glucose levels. Customer's blood glucose level was as high as 450 mg/dl. Customer advised when the infusion set is inserted in the back everything is fine but when inserted into the belly insulin is not properly delivered. Customer's father declined to further troubleshoot for high blood glucose and bent cannula.